Event description:
Additional information received from the consumer reported the implant wasn't working for them which they were addressing with their healthcare provider (hcp) by having it explanted on (B)(6) 2016. It was noted the hcp had ordered an MRI to be performed prior to explant.

Event description:
Additional information received from the consumer reported they were considering having the implant removed since it hadn't been effective for their pain since implant. The consumer was working with a neurologist and neurosurgeon regarding explant and had already had an x-ray done for the neurosurgeon's use in preparation/consideration of explant.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that during the implant surgery the doctor did it wrong and the implantable neurostimulator (ins) was implanted against their pelvis. When the doctor turned the ins on the current went into the patient's pelvis bone so they had to do the operation again and the doctor moved the ins. They moved it while the patient was coherent so the patient could tell the doctor if they felt the stimulation or not so then the doctor got it right. The patient was indicated for spinal pain and peripheral neuropathy.